Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2015 (date unknown): patient underwent surgery. Patient had chronic pain for 06 months. On (B)(6) 2015 (date unknown): patient visited her doctor due to pain. On (B)(6) 2016 (date unknown): patient underwent MRI which showed two broken screws. On (B)(6) 2016 (date unknown): patient underwent second surgery where patient was intervened and the product was changed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Implant date is unknown but it happened in month of (B)(6) 2015. Explant date is unknown but it happened in month of (B)(6) 2016. (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion surgery at l4-l5 due to degenerative disease which was fixed with screws and cages along with graft (bone chips). Post operatively,patient underwent revision surgery where two broken screws were removed. Revision occurred due to back pain. No patient complications were reported.